Event description:
A nellcor puritan bennett distributor in croatia reported via facsimile that a customer alleged the device stopped functioning while on a pt - lost communications with external devices, without any alarming. The hospital staff on duty reported attempting to "switch on" the device with no response. The device was finally removed from the pt. The following day, the device was tested by the hospital staff and it functioned normally. A rep of a nellcor puritan bennett dist was called to evaluate the device. The rep inspected and tested the device. Again, the device functioned normally. No parts were replaced. The event reported could not be verified, and no malfunction may have occurred. To date, no further info has been made available by the customer as to the specifics of the alleged event. No allegation of pt injury or death was made by the hospital staff. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.